Event description:
While attempting to impact the glenoid head, the threads of the t-handle head impactor broke off inside the head. The decision was made not to use the head since it would be impossible to implant the retaining screw into the head. Since a replacement of the same size was unavailable, a different size head and liner was chosen, forcing a revision procedure be done the following day. (Revision surgery is reported on MDR #1644408-2009-00155).